Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported piece of metal/cuff caught into knot pusher/suture trimmer was confirmed as the engaged posterior needle tip and posterior cuff. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar piece of metal/cuff caught into knot pusher/suture trimmer incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device after a percutaneous coronary intervention procedure. Reportedly, there was something attached to the knot pusher when it was retracted from the tissue tract. Attached to the knot pusher was what was described as a 'small piece of metal'. Several attempts were made with artery forceps to remove the 'piece of metal' from the knot pusher. The sutures were cut and manual arterial compression was applied to achieve hemostasis. After hemostasis was achieved it was observed that the 'piece of metal' looks like one of the cuffs from the proglide device. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly not trained in the use of the proglide device. The physician was supervised by a trained physician. No additional information was provided.